Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a gamma nail broke and had to be explanted. Revision surgery was performed.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information such as patient details as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a gamma nail broke and had to be explanted. Revision surgery was performed.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was returned for evaluation. Please also note the corrections to h6 method, h6 results and h6 conclusion codes. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. On the anterior web, very slight mis-drilling marks are visible but no visible material damage due to it can be observed. However, bearing points of lag screw at the lateral edge of the proximal part showed severe deformation. The medial edge of the distal part also showed signs of deformation, much heavier than the proximal one. This indicates towards application of high compressive load. This is also evident by the appearance of heavy deformation at the distal screw holes on the superior aspect. The fracture pattern resembles a fatigue fracture, evident by a rather smooth sur-face and appearance of shiny surface. The breakage initiated in a fatigue manner from the anterior side but broke in a much quicker manner from the posterior side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the available information, the root cause of the issue is deemed to be patient related. Severe material deformation of the lateral and medial edges of the proximal hole and occurrence of a fatigue fracture indicates towards a potential overloading of the whole construct, ultimately leading to breakage of the nail as well as the distal locking screw. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a gamma nail broke and had to be explanted. Revision surgery was performed.